Event description:
Customer reported blood glucose results of 347 mg/dl, 321 mg/dl, and 136 mg/dl within 10 minutes on the advantage/voicemate system. Customer reported symptoms for which she self-treated, did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.

Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test because strips had expired.